Event description:
It was reported during an unk procedure while using the 355ld trocar the device would not arm. A second trocar was opened and it did not arm as well. A third 355ld trocar was opened to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Date sent: 01/29/1999. Device-a. Endopath dilating tip trocar: based upon the inquiry info rec'd, visual examination and functional test, it was confirmed that the reported incident occurred. The devices were examined and would not arm as rec'd. The obturators handle weld were measured and found to be skewed. The obturators handle are welded during the assembly process.